Manufacturer narrative:
(B)(4). The sample was not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during a training run in dwell 1. The unused supply line was left unclamped. The baxter technical service representative (tsr) helped the nurse cycle power to reset the hc. The nurse will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.